Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the force bipolar instrument broke off and fell inside the patient. The customer was able to retrieve all the broken pieces out of the patient. The customer confirmed all fragments were retrieved via x-ray. The customer completed the procedure robotically with another backup force bipolar instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument and performed failure analysis (fa) evaluation. Fa was able to confirm the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.185" x 0.678" was found to be broken off. The broken piece was not returned. An additional observation not reported by the customer was that the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.